Manufacturer narrative:
Additional information received on may 06, 2024 indicated that the patient will go under bilateral replacements with cat: 3503751bc 375 cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Please see e. Initial reporter, for updates. Patient will have replacements with two moderate 350cc moderate plus profile. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with a mentor memorygel, 450cc on the left and 400cc on the right-side silicone, breast implant experienced bilateral capsular contracture grade IV postoperative. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 19, 2024 indicated that the patient re-scheduled for removal on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 02, 2024, indicated that the patient scheduled for bilateral capsulectomy and bilateral replacements with unknown implants on (B)(6) 2024. Reason for device explant and/or reoperation: h6 health effect - clinical code e2402: cap con IV. Manufacturer¿s reference number: (B)(4).